Event description:
76 y.o. Admitted for aortic aneurysm and a cholecystectomyand cholangiogram. Diagnosis chest pain and chf. On 5/27/92 attempted to place a right central venous catheter in preparation for a swan ganz insertion. The guide wire was passed and appeared to have a venous return, but when introducer was placed for the cordis, arterial bleeding was noted. Patient developed a hematoma in the soft tissue of the right neck and the procedure was aborted. Patient complained of severe right shoulder pain later that day and became diaphoretic and hypotensive (50/30). Patient and returned to normal state. Patient to be transferred to another facility for cardiac catherization. All surgery is pending outcome of cathdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: other. Results of evaluation: incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.